Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump, resulting in the pump shutting down. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg. The customer continued to use the pump for insulin therapy.